Event description:
Caller stated that she sought medical attention on 03-26-2024 around 12:00pm at home. Caller stated that she tested her blood glucose with her prodigy meter and received a reading of hi. A normal reading for that time of day is usually around 200mg/dl. Caller stated that she started feeling dizzy and light-headed about five minutes after testing. Caller stated that she then called paramedics. Food drink or medication was not consumed while waiting for paramedics. She stated that the paramedics arrived in about 10 minutes and tested her blood glucose with their meter and got a reading of 600mg/dl. Caller stated she was transported to mission hospital mcdowell located at 430 rankin dr, marion, nc 28752. Caller stated that she was given IV at the hospital to treat her high blood glucose. Caller stated that she was admitted to the hospital for a day. Caller stated that when discharged her blood glucose was 476mg/dl. She stated she was told to follow up with her primary doctor. No additional information provided.